Manufacturer narrative:
Manufacturing process review performed by the instrument supplier: mpact t17018 cardan screwdriver shaft 3.5mm lot. 14h2157. Batch released on date 25/02/2014 n. Of pieces released (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review.

Event description:
During the primary hip surgery, when the surgeon was implanting the screws, the cardanic joint of the screwdriver was loose and would not hold its position. This made it difficult to put the screw onto the screwdriver tip because the tip wouldn't hold its position. The surgeon ended up explanting the cup, screws & liner and the surgeon implanting competitor hardware instead. There was a 1-hour delay from explanting all the hardware. Additional anesthesia was administered. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by medacta r&d spine project manager: as reported on the event description, the universal joint is loose and does not allow a fixed starting position, necessary to hold the screw in the desired position. Visual inspection reveals marks which suggest that the instrument has been used at an excessive working angle, causing deformation. It is considered necessary to have the instrument checked by the supplier of the instrument. Manufacturing proces review: inspection: the device was returned to hpf and analyzed. The contact marks are located in areas where the contact took place, once the device was forced to work wrongly. Conclusion: exceeding the ordinary working configuration (excessive angles of the joint), the device working principle cannot be guaranteed. The joint stiffness could be heavily reduced since looser mechanical backlash, originated by putting pressure on the device when working in a wrong configuration. The joint stiffness loss probably occurred little by little, in several surgeries from 2014 on.

Event description:
Device received on 09/01/2021. Manufacturing review and visual inspection added in the manufacturing narrative.